Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device would not boot up. Fse had performed functional analysis and found a number of sib errors and few mpdu post errors and assisted the customer to change sib and mpd, issue was not resolved. Fse found the issue with power conditioner. Fse performed the troubleshooting by bypassing power conditioner and allowed the wall breaker to hold. To resolve the issue, fse replaced single board computer, fuse, back panel and proper model sib board. After replacing the single board computer, fuse, back panel and proper model sib board, the system returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.